Event description:
Primary IV tubing broke while connected to the patient. The tip of the tubing somehow cracked and the tip was lodged in the microclave cap in the patient's PICC line. The cap and tubing have been saved. Manufacturer response for primary IV tubing, bd (per site reporter).